Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted on (B)(6) 2011. According to the complainant, post-procedure, the patient presented with unspecified complications. All other information is unknown.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that post-procedure, the patient experienced erosion, shrinkage, and extrusion of mesh, causing urinary incontinence, severe persistent pain and numerous surgical procedures (specifics unknown) to remove the mesh devices (unspecified).